Manufacturer narrative:
The battery, (B)(4), listed in the complaint event details was not returned for evaluation. The cac adapter, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of power disconnect was confirmed via functional testing. The ac adapter passes visual inspection but failed functional testing. The ac adapter was not capable of providing the required stable dc output voltage due to an intermittent open positive wire.  The most likely root cause of the reported event can be attributed to wear on the wire as a result of excessive bending. The usage pattern most likely contributed to the breaking of the cable wire causing the intermittent open circuit. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The hvad controller requires two power sources for safety: either two batteries or one battery and an ac adapter or dc adapter. The dc adapter plugs into the power port located in most cars. When the dc adapter is properly connected to power, a green indicator light will be displayed on the adapter. If the ac/dc indicator doesn't turn green, the controller is using battery power and the "power disconnect" alarm will sound. The IFU cautions users to not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Users are instructed to return any damaged components to the manufacturer. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Cac adapter - (B)(4) / 1425 / manufacturing date: 12/31/2012 / expiration date: 12/31/2013. (B)(4).

Event description:
A report was received that the patient complained of intermittent beeps while the controller was connected to the cac adapter and battery. The intermittent beeps were not associated with any loss of power to the system. The battery and cac adapter were subsequently replaced with no reported patient consequence. No further information has been provided.